Event description:
It was reported that this right ventricular (rv) lead was explanted due to product performance issue. No new lead was placed. No additional adverse patient effects were reported. Additional information indicates that this lead was explanted due to microdislodgement. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description and h1 type of reportable event. This supplemental report was created to capture additional information and corrections.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to product performance issue. No new lead was placed. No additional adverse patient effects were reported. Additional information indicates that this lead was explanted due to microdislodgement. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body showed that helix is retracted. Dried body fluid was noted in the helix housing - normal for active fixation leads. Noted deformed coils at approx. 180, 190, and 250 mm from the terminal end. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to product performance issue. No new lead was placed. No additional adverse patient effects were reported.